Manufacturer narrative:
Device investigation summary ¿ the returned inner shafts (03.812.003 x2) and knob (03.812.004 lot 8516643) were examined and the complaint condition was able to be confirmed as the proximal coupling head of the inner shaft (lot 8513932) was found to be broken and it remained lodged in the knob. The fragment was able to be removed and the knob was found to function as intended. Additionally the distal prongs on the second inner shaft (lot 8247716) were found to be bent. No definitive root cause was able to be determined however both failure modes are consistent with incorrect technique. The returned inner shafts and knob were examined and the complaint conditions were able to be confirmed as the proximal coupling head of the inner shaft (lot 8513932) was found to be broken and it remained lodged in the knob. The fragment was able to be removed and the knob was found to function as intended. Additionally the distal prongs on the second inner shaft (lot 8247716) were found to be bent. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Endurance testing (insertion and removal) was completed and no functional failures were observed after 100 simulated application cycles. Dynamic impact loading was benchmarked from cadaver testing where loading during insertion was measured at approximately 10kn in a normal case (appropriate implant/trial size selected). The received broken inner shaft is consistent with impaction while the handle security ring is pressed forward; this would concentrate impaction forces on the proximal coupling ball tip. The bent distal prongs are consistent improper implant release technique. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials: (B)(6). Patient weight is unknown. Additional product code: lxh. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: march 11, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an l3-l5 anterior lumbar inter-body fusion, the surgeon noted an implant was not fixing into place after malleting a t-pal applicator. Upon examination of t-pal applicator, it was noted that the tip of the t-pal spacer applicator inner shaft was broken off into the t-pal spacer applicator knob. This piece remained in the applicator knob and did not generate any fragment. There was a five (5) minute surgical delay. There was another t-pal spacer applicator inner shaft and t-pal spacer applicator knob immediately available. The implant was successfully fitted but the surgeon had difficulty removing the t-pal spacer applicator inner shaft and it was noted that this piece was bent upon its removal. There was a five (5) minute surgical delay related to this. The procedure was completed successfully and no further patient harm was reported. The patient status/outcome was reported as good. This is report 3 of 3 for (B)(4).